Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2138-50, serial: (B)(4), batch: a28248.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that one lead was dysfunctional. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.